Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. The reported condition was not verified. The evaluator programmed and ran a bolus dose to completion and found the pump to function as intended. There were multiple 'upstream occlusion!' Alarms during the last day of use with unknown cause. The cause of the alarms and conditions outside of the pump including set up, IV bag, and IV fluid, are unknown. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had "bolus not functioning". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.